Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had no symptoms. It was noted that myopotential oversensing was observed on the implantable cardioverter defibrillator (ICD). The patient was to continue being monitored. The patient was stable throughout.